Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill message occurred with multiple cartridges during the load process. Reportedly, the cartridges were filled with 300 units. The user's successfully loaded a new cartridge with 300 units and resumed insulin delivery. The user's blood glucose (bg) level was 241 mg/dl. The bg level was addressed with a bolus.